Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test step for oxygen low flow and positive flow verify during testing. The service technician determined the grey removable foam adjustment was necessary. The foam was adjusted. The device had been recalibrated. The device passed all the tests.